Manufacturer narrative:
This report is filed on december 21, 2016.

Manufacturer narrative:
This report is submitted on november 25, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator, subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device as of the date of this report (B)(6) 2016.